Event description:
The customer reported that during a heller myotomy procedure, while hooking and cutting a small strand of tissue, the back of the hook arced to tissue and created a burn of the pt's esophagus. The injury was closed with a suture. The incident device was discarded by the site.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. Without a valid lot number, the device history records could not be reviewed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.